Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by cath lab, the cs300 intra-aortic balloon pump (iabp) received maintenance required code #5 alarm. There was no patient involved.

Manufacturer narrative:
Updated field: (initial reporter, site country), (type of investigation, investigation findings, investigation conclusions). Additional contact information: (B)(6) , cath lab technician , cardiology department, contact number:(B)(6) , event site state: (B)(6). It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had a maintenance required code #5 alarm. There was no patient involvement and no harm or injury reported. A getinge field service engineer (fse) checked the unit and found helium transducer calibration is out of specification. Fse calibrated the transducer and fault rectified. He handed over the unit in good working condition and cleared for clinical use.

Event description:
N/a.